Event description:
It was reported that customer had blood glucose and had to be hospitalized as a result. It was reported that customer was experiencing blank display screen with every battery change. Battery cap was not loose or damaged. It was reported that customer changed infusion set and used a serter but did not realize that cannula did not enter the body, which caused high blood glucose. Customer was taken to the hospital on (B)(6) 2014 with blood glucose of 40 mmol/l. Customer was not wearing insulin pump for twenty four hours during hospitalization. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.